Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message during powered on. The company representative rebooted the programmer and the issue was resolved. Technical support (ts) explained that the programmer was good to go if it booted to the selected model screen. The programmer remains in use. There was no patient involvement.